Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
As reported, the surgeon noted that the suture of the intravascular shunt model ivs1512 is fixed with a very big and bulky bulb of silicon or other material in the middle. This disturbed the surgeon a lot because the suture for anastomosis will get stuck on the bulb and by removing the shunt out of the vessel it is very dangerous because the anastomosis could be damaged.

Manufacturer narrative:
Follow up information regarding this event. This complaint is associated with a product recall in addition for the supplier car. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.

Manufacturer narrative:
Evaluation: the anastaflo shunts was visually inspected and found an excessive use of adhesive appeared in the middle of the shunt shaft. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. Edwards is currently in the process of updating the drawing to include specifications around the amount of adhesive that can be used. A CAPA has been initaited for this event and is currently in the investigation phase. The IFU is found to be adequate. The lot number is not known so a review of manufacturing records could not be conducted. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.